Event description:
Approximately thirty-one months after the implantation, the patient was undergoing a pump exchange as a result of high vad power consumption captured in a previous event. The exchange procedure was to first open the sewing ring, then explant the old pump and immediately insert the new pump and tighten up the sewing ring to fixate the new pump. After inserting the new pump, the surgeons realized that the pump was not tight enough. After tightening the screw of the sewing ring again, and releasing the torque screwdriver, a portion of the screw of the sewing ring broke and became attached to the torque screwdriver. There was reported to be some tissue (attached to the ventricle) at the location where the screw is assembled to the sewing ring, so the surgeons dissected the tissue in order to better visualize the ring connection. After doing so they observed that a portion of the screw was left within the screwing portion of the sewing ring. Using a needle holder, the surgeon managed to remove this portion of the screw out of the sewing ring. Subsequently, the surgeons took out the screw from a new sewing ring and used this on the sewing ring on the ventricle, which made it possible to tighten the new pump. It was reported that the patient had developed high pulmonary artery pressures (max 80) at the end of the procedure. Following the procedure the patient was reported to be stable in the ICU with dobutamine and nitric oxide. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned . Additional information will be submitted within thirty (30) days of receipt. Device not returned to heartware.

Manufacturer narrative:
The product was not returned to heartware for evaluation as the customer elected to perform their own investigation. While a photograph of a broken screw was submitted, the results of their investigation have not been provided. The exact cause of the reported event could not be determined. No additional information will be forthcoming.